Event description:
It was reported that the t:slim x2 pump battery would not charge despite using a new charging cable and different wall adapters. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer will use an alternate insulin delivery method, mdi, until the replacement arrives. The new pump will have updated software.